Event description:
During the procedure, it was reported that the physician could not deflated the balloon. And he tried it again outside the patient after the procedure, the balloon was still difficult to deflate for two to three minutes. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that, the dilator was kinked, the balloon catheter was kinked and compressed. During the functioning test, it was found that the balloon was inflating and deflating very slowly. Additional information provided by the customer indicated that the subject device was confirmed to be in good condition prior to use, the device was prepared as per the dfu (direction for use), there was no resistance experienced during removal of the device from its packaging, continuous flush was maintained, and the balloon could not be deflated post procedure after 2 to 3 minutes. Since no anomalies were noted prior to use, it is likely that the subject device sustained damage (kinks, compressions) during the clinical procedure while advancing/withdrawing the device through the patient's anatomy. The damage noted to the catheter shaft is known to adversely affect the functionality of the device (inflation/deflation). Therefore, a probable cause of operation context caused was assigned to the reported and analyzed defects.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu (direction for use). Based on the information currently available the exact cause for the reported balloon difficult/unable to deflate cannot be determined. The subject device is not available.

Event description:
During the procedure, it was reported that the physician could not deflated the balloon. And he tried it again outside the patient after the procedure, the balloon was still difficult to deflate for two to three minutes. No clinical consequences reported to the patient.